Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the returned skull clamp was received in good condition. However, the locking mechanism has some movement in the locked position, the locking mechanism needs to get overhauled, and the internal parts of the locking mechanism needed replacement. To resolve the issues, the skull clamps internal parts were replaced to adjust the unit according to the manufacturer specifications and to clean the skull clamp's swivel lock assembly. After completing the reassembly, including the adjustment, the skull clamp was subjected to a successful function test, and it meets the manufacturer's specifications. Root cause - the complaint is confirmed via inspection of the unit. The unit required replacement of worn parts due to routine wear. Additionally, improper or suboptimal positioning can contribute to movement of slippage of the patient¿s head. No further corrective action is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the part of the mayfield modified skull clap (a1059) that holds the head in place came loose/moved away on its own when positioning the head of the patient. The patient was bleeding during the surgery, and a bandage was applied on the patient's wounds. The surgery was finalized by securing the head with the headrest and a foam cushion to hold the head in place in case it slipped again. The surgery time was increased by 1 hour.